Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had discolored additive. The following information was provided by the initial reporter: "we got a few tubes with some fluid on the inside, which does not look normal in comparison with other tubes."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had discolored additive. The following information was provided by the initial reporter: "we got a few tubes with some fluid on the inside, which does not look normal in comparison with other tubes."